Event description:
It was reported a malfunction with a pump occurred. There was no reported adverse impact to the customer's blood glucose level. It was observed that the pump could start, charge, and be recognized by a computer, but continued to display a malfunction error labeled 16-0x20e6 each time it was reset. The device was scheduled to be returned and a replacement pump was provided.